Event description:
The user facility reported that their vpro sterilizer was leaking oil causing an employee to slip and fall. The employee was treated in the emergency department and missed three days of work. The employee is currently back to work with no sustaining injuries. No procedural delays or cancellations occurred.

Manufacturer narrative:
A steris service technician arrived on site and found oil residue around the vpro sterilizer and cleaned it up. During inspection of the unit, the technician confirmed the oil leak was coming from the pump of the oil mist filters. The service technician replaced the oil mist eliminator assembly and inspected and cleaned the drain valve gas ballast valve. The unit was tested, confirmed operational and returned to service.